Event description:
The stent became detached from the balloon undeployed possibly because of the patient's anatomy. Manufacturer response for cardiac stent, orsiro stent (per site reporter). None yet.